Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the female part of the smartsite extension set (at the needles connector) cracked during administration of an IV bolus causing the fluid to leak onto the floor and bed. There was no patient harm.